Event description:
Additional information was received from a healthcare provider stated that the patient had withdrawal symptoms. Moreover, the patient had burning feeling over her body and her leg was shaking. A catheter dye study was performed, and it was confirmed their occlusion from the catheter. The cause of the catheter failure was due to the occlusion. Action/intervention: catheter revision surgery. Outcome: the issue was resolved.

Manufacturer narrative:
See h6: pli 10: analysis identified an area of compression on the catheter body. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter, and a leak was developed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6). Product type: 0184-catheter; implant date (B)(6) 2023 explant date (B)(6) 2024 ; UDI:(B)(4) ubd: 2025-05-12 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the 8781 catheter was returned due to failure. The catheter was replaced on (B)(6) 2024.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.